Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now and fully shut down until she put in a new battery and had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Self test was performed and it did not passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Pump error 53/4 alarm found in the insulin pump history due to software error. No unexpected device test failed alarm noted during testing.